Event description:
Additional information was received from the provider indicating that the patient experienced hyperpigmentation, not paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
H11: corrected data: upon review of the additional information, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah). This event is considered not reportable to FDA.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment and may have developed paradoxical hyperplasia (pah/ph).

Event description:
Additional information was received from the provider indicating that the patient experienced hyperpigmentation, not paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Corrected data: d1 and d4. Upon review of the additional information, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah). This event is considered not reportable to FDA.